Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was insect contamination on the battery pca and throughout the unit and a damaged y1 crystal oscillator on the bedside pca. The root cause for the contamination was ingress of insects. The root cause for the damaged y1 component is unable to be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery.